Event description:
Provider states the unit shuts down, unit is a rental, not aware how many hours the end-user used the unit, unit in a private home, the unit was switched out as soon as the unit failed. The caller has no further information to provided.